Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera elite colonovideoscope had oil in the channel. The issue was identified during maintenance and no procedure was affected. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During visual examination, the reported issue was not confirmed. During testing, the device met with functional specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.